Event description:
During a post op scan, an endoleak was noted around the aortic bifurcation and it was associated with abdominal aortic aneurysm growth. The patient was brought in for a diagnostic angiogram and additional cta. Type two and three leaks were ruled out and it was concluded that there was a type four leak at the bifurcation of the distal graft. The surgeon decided to reline the distal graft with a flex device and new limbs. He does not want a credit on any items, is not explanting anything and is happy with the final result, but wants it noted that he believes the bifurcated zfen graft had a porosity issue.

Manufacturer narrative:
The grafts remains in situ, and therefore was not returned for evaluation. Images were provided and reviewed by medical director at william cook australia. The medical director stated that the endoleak does indeed appear to be from the distal graft component, and more specifically from around the bifurcation. Based on the imaging provided, it appears that it may be coming from a more localized area than just general fabric porosity. It may be coming from a small tear in the fabric of the left limb of the graft. Work order ac1050083 was reviewed and appears complete and correct. There are a number of processes and checks in place to ensure that any holes or damage to the graft is identified during manufacture. The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak" based on the information received, it appears that the endoleak may be coming from a small tear in the fabric of the left limb of the graft. It is possible that one or more of the following factors contributed to the complaint: wear/abrasion/biodegradation at interface site between components; inadequate material selection; procedural factors.

Event description:
During a post op scan, an endoleak was noted around the aortic bifurcation and it was associated with abdominal aortic aneurysm growth. The patient was brought in for a diagnostic angiogram and additional cta. Type two and three leaks were ruled out and it was concluded that there was a type four leak at the bifurcation of the distal graft. The surgeon decided to reline the distal graft with a flex device and new limbs. He does not want a credit on any items, is not explanting anything and is happy with the final result, but wants it noted that he believes the bifurcated zfen graft had a porosity issue.